Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a lead migration occurred, moving from the top of t8 to the top of t7. The patient experienced pain at the implantable neurostimulator pocket site and reported discomfort, soreness, and pinching. Additionally, the patient had fallen twice. The implanting physician noted that the lead migration did not affect the impedance, which remained within the normal range, and the stimulation coverage still reached the areas of the patient's pain. The issue was ongoing with no resolution reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) , ubd: 15-aug-2028, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.